Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 1362 (mg/dl) on (B)(6) 2015. Reportedly, customer was vomiting and ill with the "stomach flu" prior to hospitalization, and customer administered a correction bolus and insulin injections to treat bg levels. During hospitalization, customer was treated with antibiotics, insulin, and saline. Customer was released from the hospital on (B)(6) 2015.